Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 382623, batch# 4037547. It was reported by customer that possible issue with seal breaking on IV catheters. Cst has expressed that it has happened on several occasions where after IV is inserted and needle removes, the catheter does not control the blood ( or seal is broken) and blood leaks everywhere. Verbatim: material# 382623, batch# 4037547. We've encountered another issue with regarding the attached noted product. Can we schedule a training session with the department? Rcc received a complaint via email. Email(s) attached I process product issues for baptist health and have received the information below from one of our departments. Has this product been subject to a previous recall? Please review and advise on the next steps. ¿ product description: IV catheter ¿ reference number: 382623 ¿ bhsf item number: 67310 ¿ lot number: 4037547 ¿ issue: possible issue with seal breaking on IV catheters. Cst has expressed that it has happened on several occasions where after IV is inserted and needle removes, the catheter does not control the blood ( or seal is broken) and blood leaks everywhere. ¿ site / department: (B)(6) diagnostics

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382623 and lot number 4037547. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.